Manufacturer narrative:
Cloud data tied to the user's ax ID was reviewed. The cloud data shows that the reported controller with serial number (B)(6) was not in active use after 05-jul-2025, as the mode recent cloud record event timestamp is 05-jul-2025 at 15:07. The cloud data indicates that the controller did not have connection with the cloud from 29-jun-2025 to 05-jul-2025 because all cloud data records from this timeframe were not received by the cloud system until between 29-sep-2025 and 30-sep-2025. The cloud data received between 01-jun-2025 and 30-sep-2025 contain no records of system alarms being generated. The cloud data does show several instances of a system message being generated between 02-jul-2025 and 05-jul-2025, prompting the user to connect to a wi-fi network. The cloud data shows that a different controller with serial number (B)(6) was not in active use until 30-sep-2025. Similarly, the cloud data contains no records of system alarms being generated from this controller. The patient history buffer data contains no records between 26-sep-2025 and 29-sep-2025, indicating no active usage of the system tied to the user's ax ID. No evidence of the reported system errors was found in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue. The lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.2-p001. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 400 mg/dl while attempting to place a new pod. The reporter stated when changing their pod a message appears with an alarm; system error, your system may not be working as intended. They reported trying 3 different pods and received the same message. The reporter stated they went to the hospital on (B)(6) 2025, since the bg levels were high, and they were not comfortable with backup methods. The pod was not worn at the time of the event. The patient symptoms included high bg levels, nausea, and feeling tired. The patient was treated with 6 units of insulin via a pen. The patient remained in the hospital for 8 hours and was discharged on (B)(6) 2025.